Manufacturer narrative:
The reported complaint of a solex 7 catheter leak was confirmed during functional testing. A pinhole leak was observed at the middle of serpentine balloon. No physical damaged observed on the returned catheter during visual inspection. Blood had accumulated / dried up on the balloons. Functional testing of the returned catheter was performed. All infusion ports and extension tubes were flushed without resistance. In addition, the catheter was connected to a pressurized inflation device. Immediately upon pressurizing the catheter, a pinhole leak was observed at the middle of serpentine balloon. Thus, confirming the reported complaint. During manufacturing all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. The investigation findings determined that the probable cause of the reported issue was due to a latent material defect. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for solex 7 catheter with lot number 86347.

Event description:
During ivtm therapy on a (B)(6) male patient in CPR. Customer reported that insertion of the solex 7 catheter (lot # 86347) was smooth to the patient's left side femoral by an experience senior physician. After connection of the start-up kit (suk), the thermogard console immediately alarmed and customer noticed blood in the solex catheter. No leaks were observed on the thermogard console, patient's bed or on the floor. Customer placed a new solex catheter and ivtm therapy continued with no issues. No patient consequences and the patient was in stable condition.